Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was surgically abandoned due to loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.